Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02174. The pt received his sacs system, including two percutaneous leads (of the same lot) and a dual extension, on (B)(6) 2004. It was reported the leads and extension were explanted and replaced due to lead migration and decreased stimulation. The physician suspected the leads migrated as a result of a fall sustained by the pt. The explanted leads and extension were discarded by the facility. Follow up on the pt found his stimulation was successfully restored with the new leads.